Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Primary procedure, left scaphoid. It was reported that the twinfix screw completely seated. Once the handle was set for screw compression, no compression occurred. When extraction was attempted, an all-blue portion of the screw came out and the rest stayed in. It is unknown how much (or if all) of the blue portion broke. It is unknown exactly when the screw broke (i.e. During implantation or during attempted compression). Surgeon pinned around the screw to address the fracture. Surgery was completed successfully with a surgical delay of approximately 5-10 minutes.